Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height drawer failed. A field service engineer found that failed full height cubie drawer did not open, removed drawer, checked insep latch and discovered that the magnet was missing from latch. Further, the engineer removed and replaced insep latch, reinstalled it in station, rebooted and tested it in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.